Event description:
Upon removal of the pmg during the procedure, it was noted the tip had separated and was observed in the common bile duct. Retrieval of the wire by surgical operation is scheduled in two or three weeks. If surgical operation is not feasible, then percutaneous or endoscopic approach will be done.